Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on a 99% stenosed , severely tortuous and severely calcified lesion in the right coronary (rca) artery. During the procedure it was noticed that there was damage to the 2.25 x 38mm synergy xd drug eluting stent at the distal portion of the device. The procedure was successfully completed with another of the same device without further issue or patient injury.